Event description:
It was reported that the touchscreen of the customer's pump was cracked and partially unreadable. There was no reported impact to the customer's blood glucose level, as no information was provided. The customer reverted to an alternate form of insulin therapy.